Manufacturer narrative:
Device MFR date not available at time of this report. The device has not been returned to the MFR.

Event description:
A site rep reported a damaged power cord on the landmark element system. The rep stated that the power cord was run over and it had exposed wires. There was no pt present.